Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated that the lead had been previously turned off due to diaphragmatic stimulation. It was determined that the lv ring electrode had fractured as all pacing impedances were greater than 2,000 ohms when the lv ring was programmed in the pacing configuration. The lead was reprogrammed to pace with the lv tip with resolution of the high pacing impedances. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high, out of range pace impedances. The patient is to return in a month for follow up. There were no adverse patient effects reported. The lead remains in service.